Event description:
As reported by the facility on the medwatch form: epidural catheter placed by anesthesiologist for post operative pain control in 2007, without incident. In the next day, pt had poor pain control which was thought to be related to the epidural catheter. The anesthesiologist attempted to reposition the catheter and it continued to fail. He then removed the catheter, and found it to be fractured at the tip with approx 4 cm of catheter retained. Returned to the or for exploration. Retained piece was not found, and not seen on radiographs. No add'l info was provided by the facility after several attempts were made to the facility requesting add'l info.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and a lot number was not reported. Without the sample and lot number, a complete eval could not be performed. Incidents of this nature can generally be attributed to one of two causes. First, the catheter may have become lodged between two rigid body structures and stretched beyond its intended design capabilities. Secondly, the catheter may have been withdrawn or partially withdrawn through the needle shearing the catheter tip. It should be noted that the labeling on the tray states: "do not withdraw catheter through the needle because of possible danger of shearing. The nature of the fracture could not be determined from the event description and add'l info was not provided by the facility. Without the sample for eval, no specific conclusions can be drawn. All available info has been forwarded to the MFR b. Braun for further eval.